Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked in two places. Evidence of moisture corrosion was found in the battery compartment. The pump failed a leak test at the battery compartment. Unrelated to the initial complaint, a crack in the pump¿s casing near the upper right corner of the display was observed. The pump failed a leak test due to this. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging battery compartment damage and moisture ingress. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.